Manufacturer narrative:
Analysis found the unit with moisture damage was found on the electronic assembly. There was moisture damage found on the motor assembly. However, the unit functioned properly during displacement test and self test. All operating currents were normal.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 119 mg/dl at the time of incident. The customer stated there is fluid under the lcd display. The customer stated there are cracks on the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.